Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to trunnionosis. Intra-operatively, it was observed the patient's synovial fluid was black, there was a considerable amount of black tissue, and the trunnion had collapsed. The rep confirmed there was no disassociation. A 36mm lfit v40 head (offset unknown), accolade stem, and poly liner were revised to a restoration modular stem construct, ceramic head, and an adm/mdm liner construct. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
Reported event: an event regarding wear/trunnionosis involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to wear of the stem trunnion. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that patient's right hip was revised due to trunnionosis. Intra-operatively, it was observed the patient's synovial fluid was black, there was a considerable amount of black tissue, and the trunnion had collapsed. The rep confirmed there was no disassociation. A 36mm lfit v40 head (offset unknown), accolade stem, and poly liner were revised to a restoration modular stem construct, ceramic head, and an adm/mdm liner construct. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.